Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they received emergency medical assistance due to low blood glucose on (B)(6) 2019 with blood glucose of 43 to 35 mg/dl at the time of the incident. The customer was at 174 mg/dl before the low. The customer used milk and food and was given juice, milk and glucose tablets to treat. The customer did not mention any symptoms. The customer was not wearing the insulin pump during the incident. The customer was off the pump overnight. The customer went low even after not using the pump over night and believes the pump was over delivering. Troubleshooting was not completed. The insulin pump will not be returned for analysis.